Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. No complaints about the functionality of this device were reported. The ipg exhibits normal device characteristics. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed an infection at the pocket site. The symptoms included redness and swelling. The physician believed that the infection was device related and not related to the procedure. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced per physician's preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed an infection at the pocket site. The symptoms included redness and swelling. The physician believed that the infection was device related and not related to the procedure. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced per physician's preference. The patient was reportedly doing well postoperatively.